Event description:
A surgeon reported that the probe did not cut during a surgical procedure. The probe was used with a non company system. No pt harm was reported. Requested additional info.

Manufacturer narrative:
The sample has been received by company affiliate and is being sent to manufacturing facility for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).